Event description:
The patient called alleging an inaccurate reading doing a back-to-back testing. The patient received a 174 mg/dl and retested and receive a 144 mg/dl. The readings were done within 10 minutes from one another. This case is being reported as a strip malfunction, since the subject test strips failed using the control solution.